Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that while trying to initiate therapy, the patient temperature did not read from the foley probe to the arcticsun device. The nurse noted that she would empty the pads and attempt to resume therapy. Per troubleshooting with ms&s, the nurse was instructed to check the connection of the foley probe to the temp in cable, and the temp in cable to temp port 1. The connection of the temp in cable to the device was not secure. The patient temperature then read 35.1c on the arcticsun device. Ms&s explained that if the alert/alarm returned, to first change the temp in cable, and if not successful change the foley probe.

Event description:
It was reported that while trying to intiate therapy, the patient temperature did not read from the foley probe to the arcticsun device. The nurse noted that she would empty the pads and attempt to resume therapy. Per troubleshooting with ms&s, the nurse was instructed to check the connection of the foley probe to the temp in cable, and the temp in cable to temp port 1. The connection of the temp in cable to the device was not secure. The patient temperature then read 35.1c on the arcticsun device. Ms&s explained that if the alert/alarm returned, to first change the temp in cable, and if not successful change the foley probe.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective temperature cable. However, this could not be confirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "device inspection ¿ periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. ¿ discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly."